Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the a right ventricular lead integrity alert triggered for oversensing and sensing integrity counter (sic). Review of electrograms showed mirror image type presentation of noise on both the right atrial and right ventricular pace/sense lead. Reprogramming was made on both leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.